Event description:
It was reported that the pump charger needed adjustments for it to charge properly. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.